Manufacturer narrative:
Evaluation summary : it was caused due to a malfunction on the printed circuit board. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Event description:
Dark image, led with malfunction. With test pcb the led is ok. No repair visible. No pictures available. This event occurred at the time of during inspection. There was no report of patient harm.